Event description:
A consumer reports he has had blurred vision and distorted vision following intraocular lens implant (iol) surgery. He reports red colors appear yellowish. The consumer expressed that he did not receive an ID card following surgery and he feels that a "knock-off" iol may have been used. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Two requests have been made to contact the consumer's doctor and to receive more info about the event and the lens. To date, no further info has been provided.